Manufacturer narrative:
A ge rep evaluated the sys and replaced a blown fuse. The sys operates as intended.

Event description:
The customer reported the monitor cart will not power up. No pt injury was reported.